Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient received an inappropriate shock. It was mentioned that the implantable cardioverter defibrillator triggered vfta due to low amplitude signals being sensed on the discrimination channel. Further information was requested however, was not provided.